Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The pad-pak was first installed on the 14th november 2009 and performed to specification up to the 19th december 2010. The device failed several self-tests due to a low battery between 26th december 2010 and the 30th november 2014. Multiple manual power ups of less than one minute duration were recorded on the 28th may 2015. This may suggest the user was manually power cycling the device or the beginnings of membrane failure. Investigation found the reported fault can be attributed to membrane failure. There were no ten minute time outs recorded. The one minute manual power ups may suggest the device was switching itself on automatically and the user was intervening to switch the device off. A fault was measured on the membrane tail during testing. The fault could not be replicated with a new membrane fitted. This would confirm a failure of the returned membrane. Voltage fluctuation was observed over the pogo pins. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.